Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes popped off during use. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: in response to (B)(4) stopper pop off issue), the customer reports that bd has provided another batch and with this 2nd batch the issue happened twice.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes popped off during use. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: in response to pr# 8480635 (stopper pop off issue), the customer reports that bd has provided another batch and with this 2nd batch the issue happened twice.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Additionally, one hundred (100) retention samples were visually examined, and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.